Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported 840 ventilator with complete loss of power, with circuit breaker open from power supply. The ventilator was not in use on a patient at the time the event occurred.